Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The complainant reported that an automated impella controller displayed controller error alarms coinciding with placement signal not reliable alarms. The audio alert for the placement signal not reliable alarm was disabled. Despite the alarms, mechanical circulatory support continued without interruption.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The data logs were reviewed. Automated impella controller (aic) - controller error (yellow alarm): the root of the controller error (event 1045) was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. Optical signal issue: failure mode added based on investigation findings. The root cause of the placement signal not reliable alarms was not determined since aic was not returned.